Event description:
It was reported that two separate devices were used following a total knee arthroplasty. The bar on the device used on the first extremity (right leg) broke causing approx 780 ml of blood to be discarded. No pt's blood pressure then decreased from 98/45 mmhg before the event to 64/45 mmhg after the event. When the pt's bp decreased, ephedrine was given intravenously. After approx 10 minutes, the pt's bp improved (measurement unk). The blood from the device on the second extremity (left leg) was reinfused into the pt.

Manufacturer narrative:
The following observations were made regarding the device. The plunger was observed broken between the 3rd and 4th o-ring. This was confirmed by a photo sent by the account. The unit was returned to the MFR without the above parts. No add'l damages or defects components were identified. The most likely root causes for could not transfer condition are: transfer mechanism failure due to plunger/cover breaks or lever disengages from plunger due to an aggressive handling. Blue lever lifted instead of depressed by customer during it use, detaching the lever from the plunger (against device instruction for use - user error). Broken plunger due to internal voids or molding defects in the plunger.